Event description:
It was reported the right ventricular (rv) lead showed an episode of t-wave oversensing (twos). There were no other episodes of twos noted so programming changes were not recommended at this time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d284drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; product ID 6721l-50 implantable pacing lead, implanted: (B)(6) 2010; product ID 4968-60 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).